Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-57877.

Event description:
Customer's mother reported via phone call that the customer had issues with the sensor used the day before. It was stated that the sensor was reading 42 mg/dl and blood glucose was 102 mg/dl. The insulin pump went into threshold suspend and the customer's blood glucose rose to 190 mg/dl while sg was showing 150 mg/dl. No troubleshoot performed as the customer was not present. The customer turned the sensor feature off and contacted the doctor. The sensor was removed the sensor the next morning and no damage was found and the doctor inserted a new sensor.